Manufacturer narrative:
B5 describe event or problem: exact dates of procedure unknown, approximate date used based on the range provided. Memik, o., voyvoda, b., ustuner, m., karsli, o., halat, a. O., & ozcan, l. (2023). What is the safe and effective dilator number during access in pcnl? Three-shot dilation versus classical sequential amplatz dilation. Bmc urology, 23(1). Https://doi.org/10.1186/s12894-023-01368-6.

Event description:
It was reported that to boston scientific via an article published in bmc urology that a study was conducted to compare conventional sequential amplatz dilatation (sad) using ten dilators and a method using three dilators (3sd). The study included data from 283 patients, being 138 in the 3sd group and 145 in the sad group; the cases occurred between 2012 and 2022. It was said that an introducer percutaneous needle and an amplatz access sheath were introduced in the prone position as part of the dilatation process. Complications within the study included fever in 11 cases, urinary tract infection in 7 patients, with 6 of them requiring antibiotics treatment; 18 patients required blood transfusions, 4 cases were a ureteroscopy was required, 5 patients that experienced urinary leakage and also, 2 patients required selective angioembolization due to uncontrollable bleeding.